Event description:
The pt's family member reported that the pt has one meter for school and one for home use. The meter at home had a broken test strip holder and the lancing device was broken also. As a result the pt was taken to the hosp where a lab result was over 700. The pt was treated with insulin and fluids.